Manufacturer narrative:
Based on the claim against the product by the customer noting the endoscope could not be controlled, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the 30-degree endoscope, but failure analysis has not yet been completed. As such, the probable root cause cannot yet be determined based on the information provided. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the 30-degree endoscope could not be controlled. Unintuitive motion could lead to subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the 30-degree endoscope could not be controlled. Arms were losing orientation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the customer reported complaint. The endoscope had damaged attached endoscope adaptor (aea) or friction issue. The endoscope had damaged laser marking on the housing/markings on housing -shell housing. The endoscope had bearing friction issue.

Event description:
Refer to h10/h11 for follow-up information.